Manufacturer narrative:
The pump passed prime, displacement and basic occlusion test. The pump received stuck in motor error alarm loop during bolus delivery. The pump was unable to confirm motor position encoder error alarms in alarm history due to spanish software anomaly alarms in alarm history. Spanish software anomaly alarms due to corrupted history files. There was no motion sensor test failure alarms noted. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 216mg/dl. The customer received motor position encoder error. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.